Event description:
It was reported that during a partial nephrectomy procedure, as the device was being fired, the gray handle broke. This was the initial fire with a white cartridge on vascular structure. Per the account, the device was not all the way across the structure when it was fired. The deployed staples were formed properly. However, there was bleeding. The patient received six units of packed cells and some platelets as a result. The procedure was converted from a partial to a full nephrectomy. The patient is currently okay. On what tissue type was the device used? At what location on the tissue? Vascular was the device fired on tissue that had been radiated or has the patient been taking. Systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: why did they fire when the entire structure wasn't contained in the device? This information was passed along by a 3rd party. When I asked the surgeon, he didn't mention this. Was there any hesitation during the firing sequence? No hesitation but he said there could have been a clip in the tissue they were attempting to fire across. I explained to him that this would have made the stapler more difficult to fire and caused the staples to be malformed. Patient information: does the dr. Believe that the device malfunctioned in any way? No. How is the patient currently? Doing well. Is the patient expected to have a full recovery? Yes. Has the user been inserviced? Yes, multiple times. Have you received additional information on the status of the device? Device was disposed of after the case. Surgeon said he felt an unusual amount of resistance when trying to fire the stapler. Which led to our conversation about the potential for a clip to be in tissue. "